Event description:
The caller alleged at ICU, the pt suffered sudden cardiac arrest. Resuscitation was unsuccessfully attempted with manual CPR followed by autopulse (mechanical CPR). The autopsy revealed a broken back bone. No info is available on duration of either CPR methods.

Manufacturer narrative:
The device has not been returned to us as of date of this report. The injuries such as rib, sternal, vertebrat fractures etc are also dependent on rib cage features of elasticity, bone density and kyphoscoliosis. However, details of pt's pre-existing conditions are unk. CPR injuries are of relative significance given the alternative of death. - resuscitation.